Event description:
During the index procedure one complete se peripheral bare metal stent was implanted in the right mid sfa to pop2. One day later another complete se was implanted in the right mid sfa to pop2. Approximately 20 months post index procedure the patient suffered restenosis of the right popliteal. No intervention was carried out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.